Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The programmed fill volume was 2500ml and the ultrafiltration was 1607ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional issue of an iipv was confirmed in the log, but not duplicated during pal evaluation. Probable cause: insufficient drain - false empty detect and use error, inappropriate bypass of the low drain volume alarm. This review found the labeling adequate for the user errors in the complaint. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).